Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the custom tubing pack had a kink that affects it's performance. When the shunt was opened it was missing caps on two ports and the package was sealed shut. There were no loose caps in the package. The product was not used on a patient and therefore no risk for harm or injury.

Manufacturer narrative:
Although the product was not returned for evaluation, a visual review of the provided pictures determined the reported manifold caps were not present and there was a kink in the tubing. The evaluation of the pictures provided confirmed the reported event. Additionally, per the investigation report, a review of manufacturing records, manufacturing process, and a sample from the same batch was performed. No non-conformances were found that are considered to be related to the event. Fishbone analysis of both events was unable to determine the most likely causes for either failure. (B)(4).

Event description:
It was reported that the custom tubing pack had a kink that affects it's performance. When the shunt was opened it was missing caps on two ports and the package was sealed shut. There were no loose caps in the package. The product was not used on a patient and therefore no risk for harm or injury.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
It was reported that the custom tubing pack had a kink that affects it's performance. When the shunt was opened it was missing caps on two ports and the package was sealed shut. There were no loose caps in the package. The product was not used on a patient and therefore no risk for harm or injury.